Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to an erroneously elevated troponin (accutni) result in the risk stratification range generated on access 2 immunoassay system for one patient. The result was reported out of the laboratory, and questioned by the physician. Subsequent testing on the same and the second sample from the patient produced results within the normal reference range. The customer did not receive any report of death, injury, or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were li heparin plasma and were centrifuged for 3 minutes at 8500 rpm. Both samples were icteric. Qc performed prior to and after the event was within the established ranges. A system check was performed on (B)(4) 2010 and met specifications. The laboratory analyzed accutni in duplicates after the event and all results have been reproducible. A field service engineer (fse) was on site on (B)(4) 2010. Fse replaced some parts, and performed preventive maintenance (pm) and verification protocol. The results met the specifications. Although some hardware issues were addressed, no definitive root cause for the event has been determined to date.